Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tubing detached from tubing connector event on (B)(6) 2025. The set has been in use for few days. No further information available.